Manufacturer narrative:
Product ID, 37642 product type programmer, patient product ID, 37085-40 serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37085-40 serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3387s-40 lot# v833497, implanted: 2011 (B)(6), product type lead product ID, 3387s-40 lot# v833497, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
It was reported that there were difficulties adjusting stimulation. The programmer was displaying unfamiliar icons. It was also reported that the patient was having speech issues. Patient was instructed by the health care professional (hcp) to turn down therapy on the left side to address speech issue. The patient was later unsure which side to increase or decrease for their speech issue and was redirected to their hcp. Additional information has been requested, but was not available as of the date of this report.